Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxs0021 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, at 9:30 am on (B)(6) 2021, the patient needed an infusion due to his condition. When using a high-pressure infusion port central venous catheter and accessories, it was found that the needle tip was blocked by an unidentified white flocculation. The nurse immediately stopped the infusion and replaced the entire set of tubes. During this period, the treatment time was delayed and part of the liquid medicine was consumed, which may affect the treatment effect. Finally, report to the nursing department and equipment department for processing.